Event description:
One pt sample with initial hemoglobin result of 17 mg/dl. Same sample repeated using different reagent strip lot gave 14.8 g/dl. No info provided to determine if results were used to guide therapy. If additional info is received, appropriate notification will be provided.